Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) from 45mg/dl to 77mg/dl with sweating, shakiness, and severe headache. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter denied any other conditions or illness associated with the alleged bg excursion. During troubleshooting, it was noted that the basal delivery totals in the total daily dose history did not match the active basal program. The reporter confirmed that the basal history did match the active basal program. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a discrepancy in the total daily dose history.

Manufacturer narrative:
Follow-up #1: date of submission 08/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: a review of the black box indicated a call service 064 alarm had occurred on (B)(6) 2016 at 02:17, followed by a reboot. When the pump was powered back on, the time/date was set to (B)(6) 2007 12:09. On (B)(6) 2007 12:34 a manual time/date change was made to 06/18/2016 18:45.a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate; at the end of testing, the basal history correctly showed 2.0 units per hour and the total daily dose history correctly showed 48.0 total units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. (B)(4).